Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d performance system, the c-arm switches were intermittently not functioning properly and the gantry turned upside down. The user site reported that the issue was causing significant delays and could become a larger issue if not resolved. The user site reported that the event occurred prior to a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and confirmed that the c-arm switches were operating intermittently. The fse reported to replace the c-arm switches and verified that the repair corrected the reported issue. Following the repair, the fse reported that the system was tested and verified to be operating according to manufacturer specifications. No further information is currently available.